Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not confirm the reported issue but replaced the touch pad screen and power supply due to more than one reported issue. The fse could not complete touch pad calibration, but the touch pad performed with no issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the touch pad screen unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The unit was installed on an xi system, booted up in normal mode, and navigated through touchscreen user interface (ui). The unit was initially responsive. Attempted to calibrate the unit with no success. The unit became completely non-responsive. The compact flash card was reprogramed but still not able to calibrate due to unresponsiveness. The unit was installed on a known working compact flash card and the units screen was still stuck; unable to navigate the user interface (ui). The unit will be sent to the original equipment manufacturer (OEM) for repair. Additionally, intuitive surgical, inc. (Isi) received the power supply unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The unit was installed into the test system. The breaker switch was turned on and the power supply was receiving power, running fans were audible, but it was not supplying power to the rest of the system. Turned the switch on/off three times with the same result. This unit will not supply power to the system circuitry. Hence, no further testing could be performed. The unit will be sent to the original equipment manufacturer (OEM) for re-evaluation and repair.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the touch pad screen was stuck. The customer contacted dvstat technical support engineer (tse) after the procedure to report the issue and said that a surgeon said that when they would apply a scope selection (up or down) the touch would recognize somewhere else on the screen. The customer tried to power cycle the system before calling in and when the surgeon side console (ssc) powered up, there was a message on the touch pad stating that it was stuck. Logs noted a 76-touchpad stuck error. The tse asked the customer to power the system off and hard power cycle the system. The customer turned the system back on from the suspect console and the power button would not illuminate. The tse asked the customer to press the power button and the system would not power on. The tse asked the customer to hard power cycle the console multiple times and move the console power cable to a known good working outlet, the power button still would not illuminate, and the console would not turn on. The customer confirmed that they were able to power up the other console, vision cart, and patient cart without any issues. The procedure was completed with no reported injury. On 26-feb-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the issue occurred during a prostatectomy. The customer completed the procedure with use of a different system set up; a different console because the first ssc wouldn't work. The procedure completed robotically with no further issues using another ssc. There was no reported patient harm or injury.